Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that delivered boluses were not recording in the bolus history. The patient's blood glucose at the time of incident was 150 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump passed the displacement, rewind, basic occlusion, self-test, unexpected restart and delivery accuracy tests. The stop idle current and run current measurement tests were within specification. The pump passed the off no power alarm test. No motor error alarm was noted during the bolus/basal delivery. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.